Manufacturer narrative:
No vitrectomy was performed. Outcome did not significantly interfere with activities of daily life. Device evaluation: (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received damaged with one haptic bent onto the optic. Visual inspection revealed scratches. It was reported that the lens had been inserted and removed from the patient's eye. Lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the presence of a diffractive ring pattern on lens optic. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced from the right eye of a patient during the same procedure. In addition, the incision was enlarged. There were no patient complications reported. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.